Manufacturer narrative:
Imdrf health impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on all the information available, the investigation findings do not lead to a clear conclusion about the cause of the reported event therefore, this event is being assigned a probable cause of cause not established.

Event description:
It was reported to boston scientific corporation that a lighttrail reusable laser fiber was used during a lithotripsy procedure to treat a stone on (B)(6) 2021. An auriga 4007 console was used during the procedure. During the procedure, at the time of connecting the laser fiber, the console displayed a message indicating to change the laser fiber although the fiber had only been used 3 times previously. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.